Manufacturer narrative:
The pump was received with a cracked and broken off end cap. Unable to perform the displacement test due to a cracked and broken off end cap. The drive support disk was inspected and no anomaly was noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, a cracked case and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 220 mg/dl. Customer stated the drive support cap is sticking out. Customer stated drive support cap fell off and piece missing of the end of the reservoir compartment. Customer was advised that the device would be replaced.